Event description:
Pt reports hyperglycemia. Pt reports pump did trigger occlusion alarms and the pt believes the cause was that the pt had failed to change the infusion set. Recommended to change every 2-3 days - the pt last changed 7 days prior.